Event description:
It was reported that a patient underwent a bilateral breast reduction procedure on (B)(6) 2012 and topical adhesive was applied. On (B)(6) 2012, the patient presented with itching and a red rash on the medial aspects of both breasts. The patient was treated with diprolene 0.05 ointment, calamine lotion, and hydroxyzine. The topical adhesive was removed. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.